Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redv1194 showed four other similar product complaint(s) from this lot number.

Event description:
It was reported that on (B)(6) 2022, when the nursing staff performed fluid supplementation for a patient who had already implanted a PICC tube, they followed the correct steps and found that the tube was broken and there was fluid leakage. Nursing staff cut off the tube after thorough disinfection. After replacing the fittings, the tube was used normally. It was found in time and did not cause harm to the patient.